Event description:
The distal pin is broken off the screwdriver. This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and showed conformity with the material and manufacturing specifications at the time it left our manufacturing plant. The visual inspection of the complained hex screwdriver has shown that the center pin is completely broken off due to mechanical overloading during use. No product or material related condition was found. The investigation has determined this complaint to be invalid.